Event description:
Additional information received reported that the physician believed the lead had migrated due to the patient massaging his head frequently.

Event description:
The patient has worsened involuntary movement since this past (B)(6). Making stimulation adjustment reduced symptom but the therapy became less effective than before so MRI of cerebral part of the brain was taken. The result revealed that the lead had moved deeper than the initial position. The doctor determined that symptomatic worsening was caused by misalignment of the lead position, and performed lead position adjustment operation on (B)(6) 2012. The doctor found the outer insulation of the lead fractured when he made an incision on the head and tried to pull the lead. The lead replacement was performed and the operation successfully ended.

Manufacturer narrative:
Product ID: 3389 lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. (B)(4).